Manufacturer narrative:
A ge service rep performed an onsite investigation. A loose connection was repaired in the interconnect cable plug. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a problem with the live monitor. No pt injury was reported.